Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 2 of 2 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a family member reported that a customer's adc device had a metal shard left on the customer's left leg which they pulled out. The reporter indicated that the adc device seemed to affect the customer's appetite and sense of taste and was curious if the metal pieces being left in the customer's leg could have been related. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.